Event description:
Endovascular vein harvest scissors in camera view noticed tip of scissors was bright red hot & smoking. Removed from service. Tip was intact, but charred on tip. Tip did not cool until device unplugged from bovie.